Event description:
It was discovered in the process of cleaning this surgical equipment, that due to the way it is designed, there are parts/sections that do not get clean during the cleaning process. The instruments are taken apart to be cleaned, which required the cleaning processes to be changed and routine maintenance to be performed more frequently on these devices. There are several more devices at this facility that are designed similar to these. Pictures of the device can be provided.